Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) went into communication loss (all 8 patient tiles associated with this org went into communication loss at the same time) on (B)(6) 2021 around 11:00 or 11:30. They stated that this lasted for about 37 seconds. It also went into comm loss (B)(6) 2021 at around 8:26 am, and it also lasted for about 37 seconds. Nihon kohden technical support (tech support) gave them the following steps to try to keep this from happening again: reboot the org. Check for duplicate ips on the network. Then reboot the cns. The customer replaced the failed org with the consignment org on site and called to continue the troubleshooting. They added the org to the required group (had to rename the org). They stated that after a few minutes the telemetry transmitters started to show up on the cns under the monitor setting tab and that all are now showing up in the list of devices and are seen and that the new org is running as expected. The unit will be returned for evaluation. No patient harm reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org. Central nurse's station model: cns-6201a sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4).

Event description:
The biomedical engineer reported that the multiple patient receiver (org) went into communication loss (all 8 patient tiles associated with this org went into communication loss at the same time) on (B)(6) 2021 around 11:00 or 11:30. They stated that this lasted for about 37 seconds. It also went into comm loss (B)(6) 2021 at around 8:26 am, and it also lasted for about 37 seconds. Nihon kohden technical support (tech support) gave them the following steps to try to keep this from happening again: reboot the org. Check for duplicate ips on the network. Then reboot the cns. The customer replaced the failed org with the consignment org on site and called to continue the troubleshooting. They added the org to the required group (had to rename the org). They stated that after a few minutes the telemetry transmitters started to show up on the cns under the monitor setting tab and that all are now showing up in the list of devices and are seen and that the new org is running as expected. The unit will be returned for evaluation. No patient harm reported.